Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise and a sudden increase in high pacing impedance, suggestive of lead damage. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that noise was over-sensed on the right atrial lead, which resulted in pacing inhibition.